Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to frozen display of his adc freestyle libre 2 reader. Customer was therefore unable to check his glucose and experienced symptoms of hypoglycemia described as trembling and nausea. Customer was treated with glucose by his wife. There was no report of death or permanent impairment associated with this event.